Event description:
This case was initially received via regulatory authority ((B)(4), reference number: mw5076987) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of rash ("skin rashes") and gallbladder injury ("gallbladder rupture") in a female patient who had essure (batch no. B94876) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 4 months 20 days after insertion of essure, the patient experienced rash (seriousness criteria medically significant and intervention required), skin discolouration ("purple spots that pop up randomly on body"), tooth delamination ("enamel loss on teeth"), abdominal distension ("bloating"), depression ("severe depression"), mood swings ("mood swings") and gallbladder disorder ("gallbladder issues"). On an unknown date, the patient experienced gallbladder injury (seriousness criterion medically significant). At the time of the report, the rash, skin discolouration, tooth delamination, abdominal distension, depression, mood swings, gallbladder disorder and gallbladder injury outcome was unknown. The reporter provided no causality assessment for abdominal distension, depression, gallbladder disorder, gallbladder injury, mood swings, rash, skin discolouration and tooth delamination with essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: mw5076987) on 14-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of rash ("skin rashes") and gallbladder injury ("gallbladder rupture") in a female patient who had essure (batch no. B94876) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 4 months 20 days after insertion of essure, the patient experienced rash (seriousness criteria medically significant and intervention required), skin discolouration ("purple spots that pop up randomly on body"), tooth delamination ("enamel loss on teeth"), abdominal distension ("bloating"), depression ("severe depression"), mood swings ("mood swings") and gallbladder disorder ("gallbladder issues"). On an unknown date, the patient experienced gallbladder injury (seriousness criterion medically significant). At the time of the report, the rash, gallbladder injury, skin discolouration, tooth delamination, abdominal distension, depression, mood swings and gallbladder disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, depression, gallbladder disorder, gallbladder injury, mood swings, rash, skin discolouration and tooth delamination with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.